Event description:
The customer contacted the company's customer experience team via text message to report that they were experiencing difficulty removing the device after inserting it over 24 hours before. The event occurred the first time the customer used the device. The company's customer experience team provided live text assistance for two hours, but the customer was still unable to successfully remove the device, so they were advised to seek medical assistance for removal at an urgent care center. The company's customer experience team followed up with the customer the next morning, and the customer confirmed that they went to an urgent care center where the device was successfully removed by a doctor. The customer reported no adverse symptoms following the procedure. The company made three additional good-faith efforts to follow up with the customer via email in order to obtain additional information for our investigation, however, the customer failed to respond. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.